Event description:
The patient was undergoing a coil embolization procedure using ruby coils. Prior to the procedure, the tech accidentally tangled the ruby coil with other catheters. While untangling, the ruby coil became kinked and was not used in the procedure.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Device disposed of by the hospital.